Manufacturer narrative:
It was reported that the patient was placed under general anaesthetic in order to remove the abutment. The implanted device remains. This report is submitted on 14 november 2019.

Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the surgeon, the patient experienced persistent skin infection at the abutment site and subsequently was administered steroids and antibiotics (date and type not reported).